Event description:
An FDA alert was sent out on the sorin heating/cooling machine and its association with the nontuberculous mycobacterium (ntm) infection of patients. This hospital has 3 of these devices, which were purchased approximately 4 years ago and removed from service (per FDA recommendations) about a month ago. At this time, this hospital is not aware of any ntm infections that have occurred in our patients as a result of the use of these devices. However, during the time period these devices were used, there was a possible exposure to approximately 1200 patients. The heating/cooling devices at this hospital have not been tested for ntm per the FDA recommendations (last month). Patients that had surgery where this device was being used will be informed of the potential exposure using the FDA sample letter as a template. These devices are not being reported to the FDA as a required report as a result of infection, but rather as a voluntary report for the potential of infection/injury to the patient.